Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic after receiving inappropriate hv therapy due to suspected lead damage. Diagnostic imaging did not reveal any anomalies. Patient condition was stable.